Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported a keypad anomaly for their insulin pump. No harm requiring medical intervention was reported. Troubleshooting was performed. The product will be returned for failure analysis.

Manufacturer narrative:
Retainer ring = missing. Case type: ngp. Customer returned insulin pump for an alleged unresponsive keypad issue observed on september 14, 2022. Insulin pump received with unresponsive keypad at the down button. Unable to perform the displacement test and self test due to unresponsive keypad. Insulin pump was cut open to perform visual inspection and found moisture damage on the electrical board 1, electrical board 2, force sensor, motor, corroded battery tube, harness assembly vibrator, and corroded keypad traces. Insulin pump passed the keypad voltage test. Swapped out case to download history files and traces, but a frozen medtronic logo appeared. A test electrical board 1 was used and the frozen medtronic logo stayed. A test electrical board 2 was used and the insulin pump booted up successfully. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: battery tube threads - cracked, cracked keypad overlay, missing o-ring (reservoir tube), missing display window/cover, broken reservoir tube lip, stained keypad overlay, detached retainer, cracked case-corner of belt clip rails, pillowing keypad overlay, keypad overlay texture damage, label damage, corroded keypad trace, corroded battery tube, corroded home switch. Unresponsive keypad was observed during analysis and confirmed due to corroded keypad traces. Insulin pump exposed to moisture confirmed. Frozen medtronic logo confirmed due to moisture damage on the electrical board 2. Insulin pump failed to download history files and traces due to frozen medtronic logo. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The device was returned for the analysis.